Event description:
Joint pain (left knee), joint swelling (left knee), joint effusion (left knee), infection (left knee). Information was received in 2003 from a patient, with a history of arthritis, who received synvisc injections in 2003 in the left knee. The patient reported they experienced an infection in the left knee and required removal of synvisc by their physician. The patient had a previous series of synvisc injections, 2001 and numerous other times (dates unknown). In 2003 the treating physician reported the patient has a seven year history of moderate grade osteoarthritis of the left knee joint with joint narrowing, previous treatment with nsaids, and previous synvisc injections (date unknown). One day following their second synvisc injection, the patient experienced joint pain, joint swelling and joint effusion (.90ml of fluid collected) of their left knee joint. No analysis was performed on the collected fluid. The physician treated the patient's symptoms with a joint puncture and "infiltration." The physician's reported causality of joint pain, joint swelling and joint effusion was assessed as related to the injection. There was no confirmation provided by the physician of the patient's report of infection.